Event description:
It was reported that a pinhole was noted on the balloon. A 9.0 x 80, 40cm mustang balloon catheter was advanced for dilatation; however, the balloon would not inflate nor hold any pressure. The balloon was fully removed from the patient intact. Another of same device was used to complete the procedure with great outcome. After the procedure, the complaint balloon was inflated on the table and a pinhole leak was observed. No patient complications were reported.